Event description:
The lead was returned to the manufacturer from an unknown source with no information and was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased. The cause of death has been requested and is not available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the inner insulation was breached and had metal ion oxidation. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), there was inner insulation cosmetic metal ion oxidation, and the outer insulation had cosmetic environmental stress cracking.